Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, charger/modem exhibited a flash memory failure during programming at bga components u102 and u105 on computer / analog (ca) board sn (B)(4). The cause of the inability to power on is the flash memory failure. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not powering on.